Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history review could not be conducted. As no sample was returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. No action taken. (B)(4).

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation for the complaint of leaky trocars; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, complaint history review could not be conducted. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint does not identify a reported lot and no sample was returned for evaluation so it cannot be determined if the complaint can be attributed to the post assembly inspection. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Event description:
A nurse reported that since 2015, several cases of leaky trocars occurred. Number of patients involved is unknown. There was no patient harm. This is one of three reports being filed for the same facility.